Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues and high impedances. During the procedure, at first attempt, the ra lead exhibited high impedances. Subsequently the physician decided to change position and the helix mechanism was unable to be extended. A different ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The high capture threshold allegation could not be confirmed. Measurements throughout these tests were within normal limits. However, the helix mechanism issue allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues and high impedances. During the procedure, at first attempt, the ra lead exhibited high impedances. Subsequently the physician decided to change position and the helix mechanism was unable to be extended. A different ra lead was successfully implanted. No adverse patient effects were reported.